Manufacturer narrative:
Gbo complaint no: (B)(4). Received 4pcs 454228p/b200337e.we have no further complaints on the material/batch. We have no further inventory of the material/batch. A review of quality, production, and maintenance documents reveal no deviations in relation to the reported event. Customer samples were visually checked. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The complaint could not be duplicated on the customer samples.

Event description:
Customers states tube did not have vacuum and did not fill with blood. Customer advises that nurse was participating in a code, had placed an IV and was trying to obtain labs when this occurred. She filled her waste tube then went through three lavender tubes and first that did not fill with blood. She reverted to a bd tube and the bd tube filled appropriately. Customer advised at this time, they only know of this one occurrence and no photos available.